Event description:
On (B)(6) 2026, after priming the pump and initiating flow, approximately 100-200 ml of blood was observed accumulating at the bottom of the console. Inspection identified a leak originating from a hole located on the back of the compliance chamber near the plastic component. Due to this leak, the heart was not placed on the ocs heart system and was declined. This event is being reported to the FDA out of an abundance of caution. The malfunction was identified prior to instrumenting the organ on the ocs system. Investigation summary: the investigation confirmed that the leak was caused by a hole in the upper compliance chamber adjacent to the compliance chamber bracket. The root cause was identified as mechanical damage introduced during the manufacturing process, specifically due to operator error during installation of the compliance chamber into the bracket.